Event description:
It was reported that cadd legacy pump: failed accuracy: under-delivery (during testing/no patient injury).

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. The customer stated, problem was not duplicated. Running three accuracy tests, the pump was found to be within manufacturing specifications. No problem found with the device. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed, because the results of the complaint investigation do not indicate, a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found, during the review of service and repair records. The device was manufactured jun. 2020, and is out of warranty. Therefore, no manufacturing DHR review is needed.

Event description:
It was reported that cadd legacy pump: failed accuracy: under-delivery (during testing/no patient injury).